Event description:
Allegedly neck trial broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. No serious injury occurred; therefore no user facility or patient information is applicable. This is a reportable malfunction.